Event description:
Boston scientific received information that redness was noted at this device cardiac resynchronization therapy defibrillator (crt-d) pocket site. In addition, the device appeared to move away from the skin. After a day of working, the patient with this device noted the device and leads protruded from the pocket site; placed the system was back in the pocket and taped it shut. This situation was further managed with home remedies. The patient then experienced malaise and fever. The wound had not closed. A follow up visit was performed. The patient was hospitalized for infection treatment and a system revision was performed. No further adverse patient symptoms were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.